Manufacturer narrative:
Additional information was received on july 7, 2016 and added to this report. As soon as additional information become available and an investigation result be available an updated report will be submitted. (B)(4)..

Event description:
It is reported, that a patient was implanted a revitan(tm),&#60192;distal part, straight, uncemented, 18/140 on (B)(6) 2008. Due to diagnosed breakage, according to x-rays taken on (B)(6) 2016, a revision surgery was performed on (B)(6) 2016.

Manufacturer narrative:
Update: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. In the present case, there was a fracture in the connection pin of a revitan stem that had been implanted in (B)(6) 2008. The ap x-ray showed a slightly medially tilted proximal part of the revitan stem. Using an image from an image converter, the fracture of the connecting pin was able to be clearly documented. In the revision surgery, black liquid was emitted when opening the bone (transfemoral approach). The proximal part of the stem was loose while the distal part had to be loosened carefully in order to allow a deflection. The postoperative x-ray after the implantation of the revitan stem reveals a distance between the implant and bone in the proximal stem section. An obvious change of this situation was not able to be observed during the time in vivo. The x-ray history in this case is similar to that of the case published by fink et. Al. Concerning the fracture of a revitan stem (fig. 2 in [1]). The fracture of the connecting pin occurred due to material fatigue. Fracture-triggering or fracture-promoting defects were not able to be detected by the performed tests. The fracture is located approximately 4 mm distally to the proximal end of the distal part of the revitan stem. The fracture origin is located on the lateral side of the stem. It is unknown whether the observed surface changes (mixture of metallic smearing, polish, fretting and corrosion) on the pin cladding surface occurred before the start of the fracture and are related thereto or whether they are to be regarded exclusively as an accompanying event. The same applies to the highly polished lines on the medial and posterior sides of the anchoring region of the proximal part of the revitan stem. They are typical signs of loosening. The bone ongrowth located only on the distal part may point to a loosening of the proximal part. In the case of the black liquid that was encountered during the revision surgery in the femur, it could be abrasion and/or corrosion products resulting from the surface changes on the connecting pin. According to the bmi scale, the patient can be classified as overweight (bmi 25 - <30) [2]. This may have had an influence on the loading of the stem. Based on the available information, the present case is essentially very similar to that described by fink et at. [1]. Regarding possible stem fractures of modular stems, the authors think that, although the patient's weight probably plays a role, a lack of proximal bone contact on the calcar makes fractures more likely [1]. Based on the available information and the visual evaluation, it is presumed that, throughout the entire in vivo period, the revitan stem only had inadequate osseous support in the proximal region. This may have had an influence on the loading of the stem and ultimately led to the fracture in the connection pin. It is not known whether, in addition to the patient's weight and the surface changes on the connecting pin, other factors could have had an influence on the fracturing. The yellow discoloring of the durasul alpha insert occurs by diffused substances, such as beta-carotene and fatty acids, from the environment of the implant and the synovial fluid, but this has no negative influence on the material behavior [3]. Due to the appearance of the insert, it is assumed that it has been autoclaved. The insert would therefore experience at least a partial memory effect. This leads to deformations, such as flattened rotary grooves or scratches and contours of the cup shell pictured on the anchoring side, being able to regress. References: fink b., urbansky k., schuster p., mid term results with the curved modular tapered, fluted titanium revitan stem in revision hip replacement. J bone joint surg. 2014;96-b:889¿95. (B)(6) "body-mass-index" accessed on september 06, 2016. (B)(6). Costa l., bracco p., brach del prever e., luda m. P., trossarelli l., analysis of products diffused into uhmwpe prosthetic components in vivo. Biomaterials, 22, 2001, 307-315. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential "pin breakages" of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit waring in the IFU. The u.s. Is not affected from this field action as the device is not and has not been marked in the u.s. But devices with similar characteristics (i.e fitmore stem) are marketed in USA, and therefore this report was filed. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on january 10, 2017: exact date of the breakage. This additional information does not change previous manufacturer's assessment of the case. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a patient was implanted a revitan, distal part, straight, uncemented, 18/140 on (B)(6) 2008. A breakage of the stem occurred on (B)(6) 2016. A revision surgery was performed on (B)(6) 2016.

Manufacturer narrative:
The manufacturer did not receive the device for investigation as the patient has not been revised. X-rays were received an will be reviewed during investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet's reference number of this case (B)(4).

Event description:
It is reported, that a patient was implanted a revitan stem (device catalog and lot number unknown) on unknown date. Now, it is reported that a revision surgery is planned for (B)(6) 2016 due to possible breakage according to x-rays taken on (B)(6) 2016.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. X-rays and two pictures of the implant were received an will be reviewed during investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It has now been reported, that the patient was implanted a revitan stem (device catalog and lot number unknown) on an unknown date. According to x-rays taken on (B)(6) 2016 a breakage of the revitan was suspected. The patient underwent a revision surgery on (B)(6) 2016 due to breakage of the device.